Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced congestive heart failure symptoms due to a dislodged right ventricular (rv) lead. The rv lead was repositioned and remains in use. It was also reported that the patient was later diagnosed with sepsis and died. The patient is a participant in the (B)(6) clinical study. Additional information was received which noted the patient was treated with antibiotics, the patient was also diagnosed with (B)(6) and endocarditis, and that vegetation was found on the patient's leads. On (B)(6) 2017, 14:10:37, tulgre1: additional information was received which noted that the patients' cardiac resynchronization therapy defibrillator (crt-d) was explanted prior to death. On (B)(6) 2017, 14:14:50, tulgre1: it was reported that the patient experienced congestive heart failure symptoms due to a dislodged left ventricular (lv) lead. The lv lead was repositioned and remained in use. It was also reported that the patient was later diagnosed with sepsis, (B)(6), endocarditis, and vegetation was found on the patient¿s leads. The patient was treated with antibiotics and the cardiac resynchronization therapy defibrillator (crt-d) system was explanted, however the patient later passed away. The patient was a participant in the (B)(6) clinical study.